Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up on (B)(6) 2017. Upon interrogation, the implantable cardioverter defibrillator was found to be in backup operation with active high voltage therapy. The device was reprogrammed successfully.